Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line. During troubleshooting with tandem's technical support, the customer was not aware to remove the air out of the cartridge prior to filling the cartridge with insulin. The customer's blood glucose (bg) level was 346 mg/dl. Reportedly, the customer did not address the bg level. The customer changed the supplies to address the event and insulin delivery was resumed.